Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. The stent had moved distally on the balloon such that the proximal end of the stent was 4mm distal from the distal end of the proximal marker band. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID# (B)(4), tw# (B)(4).

Event description:
It was reported that catheter removal difficulties, stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion but slight resistance was felt. Upon placement of the stent, the physician felt uncomfortable with the stent strut as observed under fluoroscopy. When the device was removed, resistance was encountered again. The device was eventually removed and it was noted that the stent shifted from original position and was lifted. The procedure was completed with a non-bsc stent. No patient complications and injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties, stent moved on balloon and stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion but slight resistance was felt. Upon placement of the stent, the physician felt uncomfortable with the stent strut as observed under fluoroscopy. When the device was removed, resistance was encountered again. The device was eventually removed and it was noted that the stent shifted from original position and was lifted. The procedure was completed with a non-bsc stent. No patient complications and injuries were reported.